Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced sickness and vomiting all day after being disconnected from the insulin pump for 7 hours. The customer's boyfriend could not find the blood glucose meter to provide the blood glucose reading. He stated that he would take the customer to the emergency room. Nothing further reported.